Event description:
The customer contact reported the device touchscreen does not respond when pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond when pressed. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the touchscreen response was intermittent. It was observed that the keys would randomly get stuck, and become unresponsive during the pvt touchscreen test. Unable to recalibrate the touchscreen, this was due to contamination on touchscreen caused by fluid ingress which altered the characteristics of the touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.